Event description:
The reporter stated that reporter did meter to lab comparison tests, 1 hour apart. Reporter's meter read 127 m/dl, and the test result was 165 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. On follow up, the reporter stated that reporter cleans reporter's meter on a regular basis. Reporter's technique of applying blood, as described, is accurate, and reporter stated that reporter checks the confirmation dot when testing. No harm was alleged.